Event description:
It was stated that the pt experienced pain in the groin area. Pt had blood work and the results were elevated metal levels. Pt¿s wife reported that pt is scheduled for MRI. Pt¿s wife stated that pt may need a revision surgery. Pt¿s wife stated she has no money for surgery, mris and related expenses. Pt¿s wife stated that the surgery is causing time, money, anguish and her insurance is not covering a lot of these costs.

Manufacturer narrative:
Add¿l info has been requested and if received will be provided in a supplemental report. At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Add¿l info has been requested and if received, will be provided in a supplemental report.